Manufacturer narrative:
The pump was received with a cracked case behind the pump at the battery compartment and a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was fluid under the display. The product will be returned for analysis.